Event description:
It was reported that during a laparoscopic hernia procedure, there was arching at the tip of the device and the rubber coating was pushed back about 1mm. The second device had the same issue but completed the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).